Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed left ventricular lead exhibited low pacing impedance. No intervention was performed. There were no patient consequences.